Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they received an ID card for their previous device from 2014. The device was removed because it was not working. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare provider reported that a patient reported a different sensation on program 3 despite no adjustments made. They increased "fi". The patient admitted they fell in the shower and the cause was possibly from the fall in the shower. No further complications were reported.